Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary procedure, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray not possible alert. Upon troubleshooting, fse found a point evr (electronic voltage regulator) problem, and the power inverter (point) had an error message. Review of the system log files fse found x-ray generator have error and point evr inverter have short circuit. To resolve the issue, fse replaced the power inverter and re-calibrated the x-ray tube. The defective power inverter certeray was returned to philips for failure analysis and the cause of the failure was found to be point evr inverter short circuit. After replacement of the power inverter, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a x-ray not possible alert occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray not possible alert which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that x-ray was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.